Manufacturer narrative:
H.6. Investigation: one used primary set, model and lot unknown, was received by the customer for investigation. A 250 ml bag of 0.9% sodium chloride was also received. The set was visually inspected, and no defects were observed. The IV set was then primed and a leak was observed at the lower fitment. The customer's complaint that the set leaked immunotherapy was verified. No further investigation could be performed since a biohazard remained even after the decontamination process. The root cause could not be determined. A device history record review could not be performed because a model or lot number was not provided by the customer.

Event description:
It was reported that the unspecified bd¿ tubing leaked immunotherapy medicine during use. The following information was provided by the initial reporter: "in addition to the tubing I have in my office that separated into two pieces, I have another one-that just happened today that was leaking (this one had immunotherapy running and caused a spill)."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that the unspecified bd¿ tubing leaked immunotherapy medicine during use. The following information was provided by the initial reporter: "in addition to the tubing I have in my office that separated into two pieces, I have another one-that just happened today that was leaking (this one had immunotherapy running and caused a spill)."